Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left superficial femoral artery (sfa) that is 85% stenosed. A 6 fr sheath was advanced and the vessel was pre-dilated with an unspecified device. The 4.0x150 absolute pro self-expanding stent system (sess) was being deployed; however, the stent was partially deployed as resistance was felt with the thumbwheel and the stent could no longer be deployed. The stent was attempted to be retracted back into the delivery system and removed, but resistance was met with the unspecified guiding catheter and part of the stent separated. The sess and part of the stent were removed through the sheath. Additionally, an unspecified balloon expandable stent was advanced and the separated portion was embedded in the vessel wall. Another non-abbott balloon expandable stent was used to successfully complete the procedure. There was no adverse patient sequela and clinically significant delay was noted. No additional information was provided. Subsequent to the original filing, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure, mechanical jam, difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. The reported material separation was unable to be replicated in a testing environment as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified, mildly tortuous and 85% stenosed anatomy and/or inadvertent mishandling resulted in the noted device damages (kinked/stretched/wrinkled inner member, kinked/wrinkled distal sheath, kinked stabilizer jacket, kinked outer member) thus preventing movement of the shaft lumens; resulting in the reported activation/deployment failure and the reported mechanical jam. During attempted removal of the compromised device manipulation/interaction with the guiding catheter resulted in the reported difficult to remove and the reported material separation. The treatments appears to be related to the operational context of the procedure as reportedly an unspecified balloon expandable stent was advanced and the separated portion was embedded in the vessel wall. Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure, mechanical jam, and difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. The reported material separation was unable to be replicated in a testing environment as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified, mildly tortuous and 85% stenosed anatomy and/or inadvertent mishandling resulted in the noted device damages (kinked/stretched/wrinkled inner member, kinked/wrinkled distal sheath, kinked stabilizer jacket, kinked outer member) thus preventing movement of the shaft lumens; resulting in the reported activation/deployment failure and the reported mechanical jam. During attempted removal of the compromised device manipulation/interaction with the guiding catheter resulted in the reported difficult to remove and the reported material separation. The treatment appears to be related to the operational context of the procedure as reportedly an unspecified balloon expandable stent was advanced and the separated portion was embedded in the vessel wall. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left superficial femoral artery (sfa) that is 85% stenosed. A 6 fr sheath was advanced and the vessel was pre-dilated with an unspecified device. The 4.0x150 absolute pro self-expanding stent system (sess) was being deployed; however, the stent was partially deployed as resistance was felt with the thumbwheel and the stent could no longer be deployed. The stent was attempted to be retracted back into the delivery system and removed, but resistance was met with the unspecified guiding catheter and part of the stent separated. The sess and part of the stent were removed through the sheath. Additionally, an unspecified balloon expandable stent was advanced and the separated portion was embedded in the vessel wall. Another non-abbott balloon expandable stent was used to successfully complete the procedure. There was no adverse patient sequela and clinically significant delay was noted. No additional information was provided.